Manufacturer narrative:
The product assessment center (pac) technician further evaluated the device and was able to verify the reported issue. The cause of the reported issue was isolated to the disconnected white energy capacitor from the spade connector. The customer's device was archived by stryker. The customer received a replacement device.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the device's defibrillation energy delivery level is not as expected. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device's defibrillation energy delivery level being not as expected. It was concluded that the device can not be repaired. Stryker will further evaluate the customer¿s device at the product assessment center (pac). The customer will be provided with a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the device's defibrillation energy delivery level is not as expected. In this state, wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.